Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient did well postoperatively. Nothing will be returned in accordance with facility policy.